Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy board and other unrelated repairs, the device passed functional and performance testing and was returned to the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report of non-critical service event codes and during inspection, physio found that the unit was not rebooting itself. This could be an indication of the device not turning on and so in this state the device could be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Event description:
Physio-control received a report of non-critical service event codes and during inspection, physio found that the unit was not rebooting itself. This could be an indication of the device not turning on and so in this state the device could be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Further root cause could not be determined.